Event description:
Explanted a right triathlon knee originally implanted as part of a 2 stage revision. He implanted a cement spacer after removing the parts due to infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. The following devices were also listed in this report: tritanium patella-asymmetric; cat#5552-l-320 ; lot#jymt, triathlon p/a cr beaded #7l; cat#5517f701 ; lot#h6n3d, tritanium bplate triathlon s5; cat#5536b500 ; lot# ctd38317, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.